Event description:
The manufacturer's field service engineer (fse) reported during servicing, fse observed an error code message of machine and proximal pressure sensors failed in history. There was no patient involvement.